Event description:
It was reported that during a colonoscopy with the erbe equipment (i.e., erbe system; argon plasma coagulator (apc), model apc 300 with an electrosurgical unit (esu/generator) model, part number, and serial number unspecified; an explosion occurred. The injury to the pt was severe and required major surgery.

Manufacturer narrative:
No equipment problem was/is suspected to have caused or contributed to this incident. A review of the device history records (dhrs) for the argon plasma coagulator did not reveal any anomalies. Based upon past reported events, combustible gases (e.g., methane and/or hydrogen) were at such a concentration in the bowel that when diathermy was applied, an explosion occurred. A warning in the user manuals state that when using electrosurgery in the gastrointestinal tract, there must not be any combustible or explosive endogenous gases present. No trends have been identified with this situation. Erbe is now closing this file.